Event description:
New information received notes that noise on the atrial lead continue to be observed. It was mentioned that the patient was sent to the electrophysiologist. The patient was stable and being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow-up, noise on the ra lead was observed. The lead will be revised. The patient was stable.